Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the insertable cardiac monitor exhibited missing electrogram potentially due to poor bluetooth telemetry. No intervention was performed. There were no patient consequences, and the patient would continue to be monitored.